Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited very high outputs over time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).